Event description:
It was reported that unspecified bd¿ catheter came apart. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the tubing on the catheter came apart. Details: the tubing on this catheter came apart from the catheter resulting in the patient needing to have another IV inserted.

Manufacturer narrative:
H.6. Investigation summary: DHR was not conducted for this investigation because a lot number was not provided. Although units were not returned for investigation, two photos were provided for evaluation of this incident, both photos show a used 20ga nexiva closed IV catheter system dual port unit that consisted of the catheter/adapter and extension tubing assemblies. Photos show there was a q-syte attached to both ports (luers) and there were traces of media present. The photos also shown that the extension tubing was disconnected from the winged adapter (stabilization platform). Conclusion(s): relationship of device to the reported incident: manufacturing although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter came apart. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the tubing on the catheter came apart. Details: the tubing on this catheter came apart from the catheter resulting in the patient needing to have another IV inserted.